Event description:
Per the info provided to co by the physician's office, the device was removed due to "spontaneous extrusion of (the) pump from (the) scrotum." As reported to co, the entire device was removed and replaced with another model prosthesis, produced by the same MFR.